Manufacturer narrative:
A list of potential device and lead models are in attached excel file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Data was reviewed regarding implants and outcomes of biventricular pacing versus conduction system pacing. They described patient deaths; however, the causes of death were unknown and defined as all-cause, thirty-day mortality. There were patients in both groups who experienced heart failure hospitalizations, embolisms, thrombosis, cardiac effusion, perforation, and unknown device related complications. Patients underwent unknown interventions. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.